Event description:
On 08/19/09, during device evaluation by baxter, the stop button on the pump head module keypad on a colleague cx volumetric infusion pump, was found to be not functioning. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes software (B) (4); colleague 2006.

Manufacturer narrative:
Evaluation summary: the condition of the stop key not functioning was confirmed due to a defective pump head module keypad. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)